Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this complaint describes a (B)(6) year old male end user who due to rectal cancer had rectal surgery performed in (B)(6) 2017. Due to fecal incontinence he was prescribed transanal irrigation and during the training to become a peristeen user he experienced some discomfort when he instilled the 400ml of water, but was relieved after the bowel movement. The next day, he had discomfort when inflating the balloon followed by stomach pain, vomiting,, shivering but no fever (38°c). He was hospitalized with acute abdominal syndrome, underwent surgery with stoma formation and discharged after 15 days. No further information was provided